Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a device ebolization occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2015. The laa ostium measured 19-20mm. After meeting all release criteria, a 24mm watchman laa closure device was successfully implanted. During a follow up appointment in (B)(6) 2016, the patient had a tranesophageal echocardiogram (tee) and thorax x-ray which revealed the device was no longer in the laa; it had embolized and was located in the aorta near the kidney. The device was scheduled to be removed from the patient in (B)(6) 2016. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had the watchman laa closure device explanted in (B)(6) 2016. They performed a 5 cm incision along the right inguinal ligament and advanced an unknown 18f-sheath into the abdominal aorta. They then advanced a 20 mm goose neck snare over the watchman closure device and withdrew the closure device into the sheath. The sheath was withdrawn into the iliac artery and removed completely from the patient. They planned to re-implant another watchman closure device 4-12 weeks from the explant date.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman implant (24mm). The watchman delivery system was not returned for analysis. There was blood on the implant when received. The implant was microscopically examined. The implant frame was damaged and deformed. The deformation and damaged implant is evidence of compression when the implant was snared for extraction. Inspection of the remainder of the implant, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient had the watchman ® laa closure device explanted in (B)(6) 2016. They performed a 5 cm incision along the right inguinal ligament and advanced an unknown 18f-sheath into the abdominal aorta. They then advanced a 20 mm goose neck snare over the watchman ® closure device and withdrew the closure device into the sheath. The sheath was withdrawn into the iliac artery and removed completely from the patient. They planned to re-implant another watchman ® closure device 4-12 weeks from the explant date.